Event description:
It was reported that during implantation of a lead, the physician felt "something was wrong" with the product and another product of the same model was supplied. The reporter stated that after the lead was implanted, the physician tried to connect the device to the lead. The physician felt "something wrong" with the feeling of the helix during connection, and directed that another product be supplied. Another product of a different lot and the same model was used, and the surgery was ended without problem. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3550-05, lot# n275690, serial# (B)(4). Product type: accessory. (B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental submitted to correct conclusion codes and patient and device codes. (B)(4).

Manufacturer narrative:
Analysis of the extension (model# 3550-05, lot# n275690) found its distal end #0 connector block twisted in molded rubber. Conductor had been cut and only distal segment was returned. Wire insulation was intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.